Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support; however, the root cause could not be determined because the customer declined to complete the check. Customer successfully resumed insulin delivery. Customer's blood glucose was 194 mg/dl.